Event description:
The following was reported to hamilton medical ag: the report from hospital say: self check error reported after startup, error code: 246006, unable to ventilate and work. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: self check error reported after startup, error code: 246006, unable to ventilate and work. No patient involvement.